Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited low pacing and shock impedance, coupled with loss of ventricular capture. It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) had delivered a shock, and that a shorted lead condition had been observed. In addition, it was reported that both the atrial and left ventricular leads also exhibited low, out of range pacing impedance. A guidant technical services (ts) consultant discussed that the leads had likely been crushed (possible cfr), and recommended replacing the entire device/lead system. To date, there have been no reported patient symptoms associated with this clinical observation.